Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider opened the compressor, found the water traps were too dusty, cleaned the water traps properly, reinstalled them, the compressor and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator had a no air supply alarm because the compressor air pressure was too low. There was no patient involvement.